Event description:
Provider states the unit will not power on. Provider states the unit is a rental and was at a facility,the unit is now with the provider for service. No further information provided.